Event description:
It was reported that: the catheter tip was found to be damaged. Issue was identified during use on patient, during insertion. Another catheter was needed. There was no patient harm or consequence. Patient was reported as fine.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the catheter tip was found to be damaged. Issue was identified during use on patient, during insertion. Another catheter was needed. There was no patient harm or consequence. Patient was reported as fine.